Event description:
It was reported that a malfunction on the pump occurred. There was no adverse impact to the customer¿s blood glucose level. Cts provided information and assisted the caller in resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to call back if any malfunction code recurs and acknowledged understanding.